Manufacturer narrative:
(B)(4).

Event description:
The complaint states that loss of connection was reported. Data has been received but does not reflect the full investigation window. A follow up report will be submitted upon completion. No injury or medical intervention was reported.